Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse observed the reported issue and noted that the power cable had come out of the compartment when the side cover was opened. The fse rearranged the power cable which solved the reported issue. Subsequently, all safety, functionality, and calibration checks were completed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that post therapy, the power cord for the cardiosve intra- aortic balloon pump (iabp) was stuck and would not return to the iabp unit. It was later clarified that the power cord had been pulled out and plugged into ac power without issue. Patient therapy was performed and when the customer was attempting to return the power cord back to the iabp unit after therapy had been completed, the power cord was stuck. The customer didn't notice the power cord had been stuck during patient therapy. There was no patient involvement.

Event description:
N/a.